Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: this spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a male patient of unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) (humulin r), through a cartridge via reusable pen (humapen luxura half-dose device), 2 units thrice daily (morning, noon and night), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. He also received human insulin isophane suspension (rdna origin) (humulin n), through a cartridge via reusable pen (humapen luxura half-dose device), 2 units at night, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. Since an unspecified date, while on human insulin treatment, the hp luxura hd pen could not inject out drug solution when injected. When adjusted 2 units every time, only 0.5 unit was injected into the body. After pulling out needle, the remaining 1.5 units would leak from needle (pc unknown, lot no. 0806g01). Due to this, he was missing the injecting drug, and that led to increase in his blood glucose. His fasting blood sugar was 6 and postprandial blood sugar was 14-20 (no units or reference ranges was provided). Due to the event he was hospitalized on (B)(6) 2018. As of (B)(6) 2018, he was still hospitalized and his fasting blood sugar was 6 and the postprandial blood sugar was 14. Information regarding corrective treatment was not provided. He had not recovered from the events. Human insulin treatment and human insulin isophane suspension treatment were continued. The operator of the hp luxura hd pen and his/her training status were not provided. The hp luxura hd pen model duration of use and the reported hp luxura hd pen duration of use were not provided but they started in 2017. The reported hp luxura hd pen was continued and it was not returned. The reporting consumer considered the events as related to human insulin and human insulin isophane suspension treatments. The reporting consumer did not provide a relatedness assessment between the event of blood glucose increased and hp luxura hd pen, and considered the remaining event as related to hp luxura hd pen. Edit 27apr2018: updated medwatch and (B)(4) fields for expedited device reporting. No new information added. Update 04-may-2018: information was received on 02-may-2018 from the affiliate. Pc number was received. No new medically significant information was updated to this case. Update 15may2018: the unique device identifier of (B)(4) for the humapen luxura half-dose device was added for expedited device reporting.

Manufacturer narrative:
Event: narrative field; new updated and corrected information is referenced within the update statements in event. Please refer to statement dated 21jun2018 in the event. Field. No further follow up is planned. Evaluation summary: a female patient reported that his humapen luxura hd device could not push insulin out. The patient stated that 2 iu was set, but just 0.5 iu was injected into the body and the remaining 1.5 iu would leak out from the needle after remove the needle from the skin. The patient experienced increased blood glucose. The device was not returned for investigation (batch: 0806g01, manufactured june 2008). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to device not working, leaking after injection from the device, or device accuracy issues. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a female patient of unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) (humulin r), through a cartridge via reusable pen (humapen luxura half-dose device), 2 units thrice daily (morning, noon and night), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. She also received human insulin isophane suspension (rdna origin) (humulin n), through a cartridge via reusable pen (humapen luxura half-dose device), 2 units at night, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. Since an unspecified date, while on human insulin treatment, the hp luxura hd pen could not inject out drug solution when injected. When adjusted 2 units every time, only 0.5 unit was injected into the body. After pulling out needle, the remaining 1.5 units would leak from needle (B)(4), lot no. 0806g01). Due to this, she was missing the injecting drug, and that led to increase in his blood glucose. Her fasting blood sugar was 6 and postprandial blood sugar was 14-20 (no units or reference ranges was provided). Due to the event she was hospitalized on (B)(6) 2018. As of on (B)(6) 2018, she was still hospitalized and her fasting blood sugar was 6 and the postprandial blood sugar was 14. Information regarding corrective treatment was not provided. She had not recovered from the events. Human insulin treatment and human insulin isophane suspension treatment were continued. The operator of the hp luxura hd pen and his/her training status were not provided. The hp luxura hd pen model duration of use and the reported hp luxura hd pen duration of use were not provided. The reported hp luxura hd device was not returned to the manufacturer. The reporting consumer considered the events as related to human insulin and human insulin isophane suspension treatments. The reporting consumer did not provide a relatedness assessment between the event of blood glucose increased and hp luxura hd pen, and considered the remaining event as related to hp luxura hd pen. Edit 27apr2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 04-may-2018: information was received on 02-may-2018 from the affiliate. Pc number was received. No new medically significant information was updated to this case. Update 15may2018: the unique device identifier of (B)(4) for the humapen luxura half-dose device was added for expedited device reporting. Update 14-jun-2018: upon review on 10-jun-2018, it was determined that case (B)(6) is a duplicate of this case (B)(6). All information from case (B)(6) has been captured in this case and case (B)(6) was deleted from the database. Update 20-jun-2018: information was received from affiliate on 23-apr-2018, gender of the patient was changed from male to female. Narrative was updated with new information. Update 21jun2018: additional information received on 20jun2018 from the global product complaint database. Entered device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; and added the date of manufacturer for the suspect device associated with (B)(6). Corresponding fields and narrative updated accordingly. Update 16-jul-2018: additional information was received from the initial reporter via the psp on (B)(6) 2018. Added lab tests of blood glucose, additional dosage regimen of human insulin and human insulin isophane suspension, treatment medication and one non-serious event of blood glucose abnormal. Updated action taken with human insulin and human insulin isophane suspension from no change to unknown, outcome of the event blood glucose increased from not resolved to resolving, causality statement and narrative with the new information.